Manufacturer narrative:
D10 concomitant products: egiaustnd, egiaustnd endogia ultra univ std stap (lot#:p4c09598), (B)(6) artic med thick sulu (lot#:p4d1152s). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an abdominal surgery for resection and transection of the gallbladder duct, the surgeon found that the laparoscopic cutting stapler and disposable reload could not be pulled and it broke when force was applied. Another handle was used but had the same issue. The surgery was successfully completed after replacing it with a new laparoscopic stapler and reload. There was no patient injury.